Event description:
A baxter representative reported an infusion pump with a triple alarm found during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.